Event description:
It was reported to boston scientific corporation that an advanix-naviflex rx biliary stent was implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. On (B)(6) 2025, during stent removal procedure, the 10 fr stent got stuck in the scope. The stent was attempted to be pushed out using biopsy forceps but was unsuccessful. The procedure was completed using a different scope. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a150207 captures the reportable event of stent difficult to remove. Imdrf impact code f2301 captures the reportable event of attempted to push stent out with biopsy forceps.

Event description:
It was reported to boston scientific corporation that an advanix-naviflex rx biliary stent was implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. On (B)(6) 2025, during stent removal procedure, the 10 fr stent got stuck in the scope. The stent was attempted to be pushed out using biopsy forceps but was unsuccessful. The procedure was completed using a different scope. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a150207 captures the reportable event of stent difficult to remove. Imdrf impact code f2301 captures the reportable event of attempted to push stent out with biopsy forceps. Block h11: upon further review of the event, it has been determined that the stent got stuck in the scope. There was no difficulty removing the stent from the anatomy.